Manufacturer narrative:
Patient required a second surgical manipulation (rotation of the lens done at the slit lamp) sometime following the original surgery. The date of the secondary procedure has not been provided. No further information was provided. Corrected data: if explanted, give date: not applicable (na) to date the lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a patient experienced significant rotation of approximately 30 degrees post operatively after implantation of an intraocular lens. No further information was provided.

Manufacturer narrative:
Patient information requested but not provided. Date of event requested but not provided. Product information requested but not provided. As the serial number is unknown, the expiration date could not be determined. Implant date requested but not provided. (B)(4) - rotation of intraocular lens after implant. At the time of the report, the lens remains implanted. Device manufacture date cannot be determined because the serial number is unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.